Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported post implant of a bifurcated device and a suprarenal aortic extension, the patient was having issues with their renal and sma arteries and was had an angiogram to assess the issues. A computed tomography scan revealed that the proximal suprarenal aortic extension had come completely detached from the bifurcated stent graft. The patient did not have any type of endoleak, however there was about a 20mm gap between the suprarenal stent and the bifurcated stent graft. The physician bridged the gap with an infrarenal proximal extension and the final angiogram look good. No patient injury was reported.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a manufacturing or design related root cause could not be determined based upon available information; however, product use was incongruent with the IFU due to these reported conditions: the cuff diameter was two sizes larger than the main body; and, the aortic neck length of less than 15 mm (12 mm). Cautionary product use conditions that might have contributed to this event included a patent inferior mesenteric artery. Patient factors that might have contributed to this event included the use of antiplatelet therapy.